Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was receiving a b30 scope communication error intermittently on his olympus evis exera iii video system center. Additional details relating to the patient and the event have been requested. Reportedly, the customer followed recommended instructions and resolved the issue. There was no patient harm or consequence reported as a result of this event.